Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. The customer contacted olympus technical assistance support (tac) via phone. The tac was not able to resolve the issue but advised powering down to remove and install scopes in light source. Also, advised wiping the electrical contacts on the endoscope connector using clean lint free cloth moistened with 70 percent ethyl or 70 percent isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported scope communication error (error b30) during inspection for use involving an olympus colonovideoscope. There was no patient involvement.